Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged rubber housing on the mobile power unit (mpu) patient cable was confirmed via analysis of the returned mpu (serial number: (B)(6) ). The returned mpu was evaluated at the european distribution center. Visual inspection of the mpu patient cable revealed that the rubber casing on the connector was damaged. The mpu was functionally tested and the unit operated as intended during analysis; the observed damage to the patient cable did not affect the functionality of the unit. The damaged patient cable was replaced. A full functional checkout was then performed and the unit passed all tests without any issues. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned patient cable revealed that the rubber casing on the patient cable connector was loose. The patient cable was then installed into a test mpu and connected to a test system controller. The system controller power cables were able to be fully threaded to the mpu patient cable without any issues. The test system controller was connected to a mock circulatory loop and operated the system without any issues or atypical alarms produced, including when the mpu patient cable was manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 23dec2015. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mobile power unit (mpu) patient cable's rubber casing was found to be damaged during visual investigation after the mpu returned to manufacturer.